Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded during use. The following information was provided by the initial reporter: "can¿t prime".

Manufacturer narrative:
Investigation summary: one 20039e sample was received for investigation alongside packaging from lot 20096937, no obvious residual fluid was visible within the product. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the 20039e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The 20039e sample was then subjected to functional testing by connecting it to a 50ml bd plastipak syringe and a 5ml luer slip syringe from bd stock and flushing with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096937 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded during use. The following information was provided by the initial reporter: "can¿t priming"